Manufacturer narrative:
Findings: arrow buttons did not respond due to unlock on j2/lcd keypad connector. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a crack. The customer's blood glucose during the incident was unknown. No further details were given. The device was returned for analysis.